Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reports that the lancet did not retract back inside the fastclix device, and that the lancet broke off in her finger. The caller alleged that the piece broken off in finger is like a splinter and doctor advises for her to let it grow out of the skin. No medical treatment was received. No adverse event reported. Caller did not provide the lot number of the device. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Corrected suspect device from the lancet device to the lancet. The related lancet device and several unused drums of lancets were returned and investigated. The investigation found those products to be performing per product specification. The suspected used lancet and lancet drum were not returned. Therefore an investigation of those products could not be completed.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.